Event description:
It was reported that a surgeon noticed post operation to a gastric band implant, the pt's tubing was kinked by the port site and could be seen underneath the skin where the tubing was protruding. The surgeon went in laparoscopically and sutured over the tubing to hold it in place. The pt is fine.

Manufacturer narrative:
Date sent: 8/25/2008. Info is unavailable; device was not returned for eval.